Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a high impedance issue with the lead. Specifically, electrodes 7 and 14 exhibited impedance values ranging from 36,000 to 40,000. The device was reprogrammed using dtm to work around the high impedance electrodes. No troubleshooting was performed, and the issue remains ongoing. No patient complications have been reported as a result of this event.